Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract surgery, no phacoemulsification power was experienced with handpiece. The surgery was completed without any issues as it was an unmatured cataract. There was no impact on the patient.

Manufacturer narrative:
The company service representative examined the system and the system performed as intended. The system was then tested and met all product specifications. The phacoemulsification handpiece was not returned for evaluation. The phacoemulsification handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is:(B)(4).